Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support planned to replace the pump and advised the caller to put the malfunctioning pump into storage mode before returning it and to use mdi as a backup therapy to ensure insulin delivery. Cts sent a replacement pump with updated software and provided necessary instructions for receiving and handling the new pump, which the customer understood and acknowledged.